Manufacturer narrative:
On (B)(6) 2016 12:55 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician (fst) was on site and investigated the unit. The fst troubleshot the device and could confirm the problem with low flow due to a defective shunt valve. The technician replaced the defective shunt valve, tested the device for functionality decalcified the unit and tested the water flow in all modes. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
On (B)(6) 2016 12:48 pm (gmt-4:00) added by (B)(6) ((B)(4)): according to the customer: it was reported that the hcu40 displayed the error message: "water flow cardioplegia side low". Additional information: there were no patient involved the incident occurred during preventive maintenance. (B)(4).